Event description:
It was reported that the 2600 system intermittently displays a message saying that it cannot connect to the network when sending images to the pacs system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigated. The service rep replaced the ethernet connector and cable. The system works as intended.